Manufacturer narrative:
Follow up being submitted as it was originally reported that the bed could not be moved manually. During the investigation, it was determined that the bed could be moved manually. The account staff member was not aware of this option on the bed. Given the information that the bed could be moved manually, the following rationale applies: it was reported that the zoom was not functioning properly. This will result in caregiver annoyance, as the bed can still be moved manually. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur. Therefore, this event is not reportable.

Event description:
It was reported via repair work order that the bed would not move electronically due to siderail malfunction. The caregiver was unable to move the bed manually. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed would not move electronically due to siderail malfunction. The caregiver was unable to move the bed manually. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.